Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and / or conversion to open repair include, but is not limited to: vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2021, a follow-up CT revealed a dissection at the distal end of the gore® tag® conformable thoracic stent graft with active control system. A gore® tag® conformable thoracic stent graft with active control system and a gore® excluder® aaa endoprosthesis (an aortic extender endoprosthesis) were implanted distally. The patient tolerated the procedure. Reportedly the initial gore® tag® conformable thoracic stent graft with active control system was not oversized. The physician stated that the distal end of the gore® tag® conformable thoracic stent graft with active control system was implanted at a slight slant but didn¿t think this was a problem because the treatment was for aneurysm.